Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. After a review of the magnetic resonance imaging (MRI) the hydrogel was observed to be located in the anterior rectal wall per MRI. The patient's status is unknown. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).